Manufacturer narrative:
(B)(4). Foreign- japan. Visual evaluation of the returned product found both sterile blisters have damage that is visually consistent with thermal damage. Sterility has been compromised complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon opened the packaging, the sterile and outer packaging were found deformed. The device in the packaging was used. No adverse event has been reported as a result of the malfunction.